Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection and prior to use on a patient, the tubing turned yellowish. There was no patient involvement reported.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The device history records were reviewed, and no discrepancies were found; additionally, the certificate of analysis for the pvc compound for each lot number reported was review and meets all requirements. The samples were received for evaluation and the failure mode slight color change was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.